Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. After clearing the diagnostics, normal function resumed. The device remained implanted. The patient was in stable condition.